Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was wearing the pump supplies for 2-3 days. And not cleaning the pump pneumatic tap. Tandem clinical support informed customer that wearing the pump supplies for 2-3 days, and not cleaning the pump pneumatic tap. Is off label per the tandem user guide. Customer¿s blood glucose (bg) level was 94-"high"; although specific value was not provided. Elevated blood glucose levels were addressed by customer changing pump supplies and administering a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.